Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that error code 242.4030 is "constantly" appearing on the device. It was reported there was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from the date of manufacture 20oct2004 to the present date 28oct2020 and note that this device has been returned for service four times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
The customer reported that error code 242.4030 is "constantly" appearing on the device. It was reported there was no patient involvement.